Event description:
It was reported that leakage occurred during the priming. There was no patient involvement and no patient harm/adverse reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.